Event description:
It was reported that a spectrum pump had unresponsive white screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "pump is unresponsive with white screen" was reproduced. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was the faulty processor board. The processor board is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.